Event description:
New information received on 12 oct 2021 indicating that the patient presented with lightheadedness, fatigue, and near syncope. Electrocardiograms indicated that the patient was in sinus bradycardia and the pulse generate failed to paced. The device failed to interrogate consistently.

Event description:
It was reported that the patient presented to the clinic with their pacemaker (pm) inappropriately in backup mode with suspected premature battery depletion. The pm was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
The reported events of backup mode and premature depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.